Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart xl has a display problem where the lcd screen is yellow with a field that is not working. There was no pt involvement.